Event description:
It was reported that " they received the letter for the recall in the mail. Caller aware that a new pendant will be issued " the pendant buttons are either not working or stuck.

Manufacturer narrative:
It was reported that the "on behalf of customer, caller stated that they received the letter for the recall in the mail. Caller aware that a new pendant will be issued." Replacement associated with recall r-25-242-x2. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.